Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working right. The customer stated that they had programmed a bolus of 1.5 units but only got 1.05 units. The customer stated that the insulin pump's screen froze for a bit then went back to the home screen. She was not able to select square bolus even though she had the feature on. The customer's blood glucose level was unknown. The device was returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. The insulin pump passed all operating currents tested within the spec range and passed off no power test. Device was tested with a waterfall test reservoir. Several boluses were programmed and delivered. Units left at display properly and match units left at test reservoir. The insulin pump programmed with square wave bolus for several hours and bolus delivered properly. No bolus anomaly noted. The insulin pump received with cracked battery tube thread, broken reservoir tube lip, cracked reservoir tube and minor scratches on display window noted.